Manufacturer narrative:
D10: concomitant devices: (52042) 203-96-40 - (11-3973) stryker sys 6 90x25x1.27. (5893822) 200-02-35 - three peg patella 35mm. (5y168) 203-96-03 - (11-2216) saw blade new stryker (.050). (6084688) 02-012-45-3030 - lgc tibial fit tray cem sz 3f/3t. (6219988) 02-010-01-0330 - logic femoral ps cem right sz 3. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 53 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening. Plaintiff has suffered the following injuries: joint pain, joint swelling, joint stiffness, limited range of motion, loss of mobility, muscle tissue damage, tissue damage, device failure necessitation, and painful revision surgery. Plaintiff continues to be limited in her activities of daily living, experiences daily pain and discomfort in her right knee which impacts her quality of life. Plaintiff suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss and other injuries presently undiagnosed, which all require ongoing medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device and investigation clinical codes.